Event description:
There was an allegation of questionable elecsys ca 15-3 ii assay and elecsys vitamin d assay results for 2 patient samples on a cobas 6000 e601 module. For patient 1, the initial vitamin d result was greater than 300 nmol/l with flag. A manual 1:2 dilution of the original sample was made and the result was 60.72 nmol/l. The original sample was repeated two more times and the results were 7.90 nmol/l and 10.58 nmol/l. Another 1:2 dilution was made from the original sample and the result was 46.72 nmol/l. Patient 2 had an initial ca 15-3 result of 78 u/ml. The sample was repeated twice and the results were 110 u/ml and 110 u/ml.

Manufacturer narrative:
The vitamin d reagent lot number is 71891501 and the expiration date is 29-feb-2024. The ca 15-3 reagent lot number is 67129401 and the expiration date is 31-mar-2024. The qc recovery data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.